Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer successfully resumed insulin therapy. Reportedly, the customer went to the emergency room with a blood glucose level of over 500 mg/dl. Customer was treated intravenously with fluids of saline and insulin. Tandem technical support conducted a pump system check and confirmed pump is functioning as intended.